Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter showed use residues along the device. A circumferentially aligned kink was observed at the 12 cm depth marker. A functional test of infusing water into the catheter using a 12 ml syringe revealed no observed leaks along the catheter shaft. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no leaks along the catheter shaft. A microscopic observation of the kink in the catheter shaft at 12 cm depth marker revealed ¿c¿ shaped impressions leading into the kink. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, single lumen power PICC inserted (B)(6) 2025 at 12:15pm, placed at 6cm at skin trimmed to 44cm. PICC reported blocked at 16:15 after 1 infusion had completed, patient was too agitated for us to review this fully. Attended (B)(6) 2025 and PICC was being problematic again and suggestive of an internal kink. PICC removed and obvious kink found at 12cm. This PICC has been in for less then 24 hours and became problematic after 4 hours of being inserted. Did not send this patient for an x-ray to confirm kink as the patient is autistic and would not have tolerated an x-ray. The patient only just managed to tolerate another PICC insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.